Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery while folding the lens into the monarch, the instrument operator noticed that the lens was damaged. Procedure completed by using the new unspecified lens. No complications was reported. Additional information has received and it states that during the operation, the surgeon unpacked the lens and gave it to the operator. She started folding it with company folding tweezers and when the lens was half in the monarch, she noticed that the lens was damaged at the edge of the optic. After consulting with the surgeon, a new lens was used and this lens was kept for complaint. There was no contact with the patient.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11 the product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned positioned incorrectly in the iol case. Solution is dried on the iol. The haptics are scratched/marked-rejectable. The optic edge is nicked/chipped-rejectable, the optic surface is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint lens was damaged at the edge of the optic. The product was subject to handling and the reported damage was highlighted when the iol was halfway in the cartridge. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).